Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted intellis implantable neurostimulator and lead were associated with an irregular sensation at the battery pocket, redness at the implant site, and incision reopening/splitting. The patient reported that the battery pocket did not feel right and thought there may have been redness at the implant site. The patient was advised to see a physician and was evaluated the next day, at which time an explant was scheduled due to the incision splitting/opening. The implantable neurostimulator and lead were explanted as scheduled. The manufacturer representative (rep) indicated they would send any further information as they become aware.